Manufacturer narrative:
H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3a endoleak was identified on the right zenith flex with spiral-z technology aaa endovascular graft iliac leg following placement in a 71-year-old male patient. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2024 (186 days prior to the procedure). The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All the arteries mentioned were patent and no stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The bilateral common iliac and internal iliac arteries were patent. The left and right vertebral arteries were patent. The aortic valve was native, and the aortic arch was a bovine configuration. The maximum diameter of the diseased aorta on centerline was 71 mm the intended proximal seal was zone 5: mid descending aorta to celiac the left and right intended distal landing zone was left and right, zone 10: common iliac arteries. Pre-procedure clinical assessment was completed on (B)(6) 2025, one day prior to the procedure. The patient had history of prior open abdominal surgery. The primary indication was aortic degenerative aneurysm, abdominal aortic aneurysm (aaa) juxtarenal, the neck was less than 10 mm. It is unknown whether there was a history of aneurysm growth of > or equal to 1.0 cm per year. Th patient had not had relining of the pre-existing surgical graft or endograft with a fenestrated or branched endograft. The patient underwent a procedure on (B)(6) 2025 under general anesthesia. The patient was prescribed acetylsalicylic acid (asa) at the time of the procedure. Percutaneous access was achieved in the right and left femoral arteries. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 112 ml contrast dose: 1.6 ml/kg fluoroscopy time: 61 minutes total gray used 2672 mgy total dose area product: 229 cgy cm2 fusion was used during the procedure. There was no estimated blood loss during the procedure. Cardiac output reduction was not used. Carbon dioxide flushing was used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:07 time of first incision or arterial puncture: 08:28 time of last access closure: 11:10 time leaves room: 11:20 duration of procedure (from first incision to last access closure): 162 minutes during the procedure, the patient had the following devices placed: celiac artery: a competitor's stent measuring 8 mm in diameter and 27 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was relined with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 9 mm in diameter and 27 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stents were relined with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency was maintained with normal end artery perfusion. Left renal artery: a competitor's stent measuring 7 mm in diameter and 22 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 7 mm in diameter and 22 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Right common iliac artery: a competitor's stent measuring 9 mm in diameter and 37 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was relined and extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Left common iliac artery: a competitor's stent measuring 9 mm in diameter and 37 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was relined and extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. A custom-made device (cmd) from william cook australia was placed. The device was planned for the patient. No technical difficulties in the delivery and deployment of the thoracic proximal extension cmd device were experienced. The delivery and deployment of the thoracic proximal extension cmd device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed on the right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed on the left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. William cook australia, zenith universal distal body endovascular graft was placed. The device was planned for the patient. No technical difficulties in the delivery and deployment of the thoracic proximal extension cmd device were experienced. The delivery and deployment of the cmd device was considered successful. Side branch catheterization and placement of all bridging stents was successful. During the procedure it was planned to do additional procedures. Kissing stenting of the aortic bifurcation and the cook coda balloon remodeling were completed during the procedure. Procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts and intended side branch stents patent and intact at the conclusion of the procedure. All target vessels were patent. A type ii endoleak from the lumbar artery was present. There was no evidence of stent graft integrity issues. An endoleak was identified in the final angiogram performed intraoperatively. Although minor and tolerated, its presence may be due to incomplete apposition or sealing of the stent graft components (cmd body or iliac limbs), particularly in a complex juxtarenal anatomy the patient was extubated in the operating room. The patient was not reintubated and did not require a tracheostomy. A spinal drain was not placed. The patient did not have any significant medical problems or complications during the study procedure. The patient was transferred to the intensive care unit (ICU) where he stayed one night. The patient was not given packed red blood cells during the operation or during the hospitalization. The patient was not discharged on supplemental oxygen. At discharge, the patient was prescribed acetylsalicylic acid (asa), clopidogrel, and a statin. The patient was discharged home on (B)(6) 2025 a one month follow up clinical assessment was completed on (B)(6) 2025, four days post procedure. The left and right ankle brachial index was not assessed. Follow up imaging in the form of a computed tomography (CT) scan with contrast was completed on (B)(6) 2025. No stenosis greater than 20% or occlusion was noted in the celiac, sma, right renal, or left renal arteries. A persistent type ii endoleak was present. No secondary intervention as performed to treat the endoleak. The maximum diameter of the diseased aorta (outer wall to outer wall) measured 72 mm. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. The focus of this report is the type 3a endoleak that was identified on the right zsle iliac leg graft due to the incomplete apposition or sealing of the stent graft components (cmd body or iliac limbs), particularly in a complex juxtarenal anatomy. No additional interventions were required. An additional instance of a type 3a endoleak on patient's left iliac graft leg is captured in a report with patient identifier: (B)(6).

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
This event no longer meets the qualifications for a reportable event. Imaging was provided for the investigation. An expert image review indicated that there was no malfunction of the device. The endoleak identified was a type 2 endoleak, due to the patient's anatomy. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.